Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the performance data collected from the device indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated. The data indicated that on (B)(6) 2016, rv pacing impedance rose to 3667 ohms up from a trend in the 287-589 ohm range. No oversensing observed in s2d data. On (B)(6) 2016 rv capture threshold measured 2.5 volts and consistently measured 2.5 volts.

Event description:
About seven weeks post implant it was reported that the patient went to the hospital because of hearing an alert. The device was interrogated and it was found that the right ventricular (rv) lead had high pacing impedance and high capture threshold. It was noted that the physician could not produce noise with the device. The physician then decided to review the lead and discovered that the lead was disconnected from the device. The analyzer was then connected to the lead and the impedance was good but the lead¿s threshold was still high. The physician then decided to extract the lead and replace it with a new lead. No patient complications have been reported as a result of this event.